Manufacturer narrative:
(B)(4).

Event description:
New information received notes that patient had open heart surgery during the time of the noise episodes. Isometrics testing were performed in clinic with no noise observed. The physician believed all the events seemed to correlate with surgery. The patient will continue to be monitored normally via merlin.net.

Event description:
It was reported a nondependent patient had a merlin transmission reveal noise episodes and the patient received an inappropriate shock for one noise episode. The device sensed an extra signal before each r-wave. The patient will be brought into the office for further testing. The patient will be asked whether he was having a procedure done, or if emi was the source at the time of the event. No further information is available.